Event description:
It was reported that during upgrade surgery, patient reported "back" pain and coded a short time later. They could not get capture with the new lead and got intermittent capture with the pre-existing 5076. Consistent capture achieved with temporary, femoral implanted lead. Elevated thresholds also reported with 5076 lead. Tried another 5076 and got intermittent capture. Patient expired on table. Echo tech stated that there was no pericardial effusion when checked about two minutes before patient expired. Follow-up information received from the physician noted the cause of death as "cardiac - failure to pace. Patient stopped pacing." No additional information has been received.